Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that erroneous carcinoembryonic antigen (cea) results were obtained on patient samples on an advia centaur xp analyzer. Prior to contacting siemens, the customer changed the reagent, recalibrated the assay, and ran patient samples in duplicate. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse checked the wash station and found the wash manifold was pooling under dispense port wash displacement and a leak at the main manifold in the fluid's drawer. The cse replaced two connectors on the wash station and primed the instrument. Then, the cse ran qc, which recovered acceptably. The cause of the erroneous cea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Mdrs 2432235-2023-00022, 2432235-2023-00023, 2432235-2023-00025, 2432235-2023-00027, 2432235-2023-00028, 2432235-2023-00030, 2432235-2023-00026, 2432235-2023-00029, 2432235-2023-00040, and 2432235-2023-00041 were filed for the results obtained on (B)(6).

Event description:
Different carcinoembryonic antigen (cea) results were obtained on a patient sample on an advia centaur xp instrument. When the sample was initially processed, it recovered at 3.72 ng/ml. Upon repeat, the sample recovered at 1.5 ng/ml. The result of 2.6 ng/ml was reported the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the erroneous cea results.